Event description:
Received info regarding a cartridge leaking. Customer's blood glucose level was impacted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A f/u report will be submitted.